Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient¿s contact reported a leaking cartridge installed the previous night, contributing to high blood glucose (bg) which is 400 mg/dl at the time of call. Agent walked them through drying the insulin chamber, reviewed proper cartridge attachment, and completed a full supply change. Insulin delivery was resumed. Bg has been high since last night. The bg was corrected by changing all supplies and allowing time for corrections. No replacement supplies needed at this time; the patient declined follow-up and will reach out if concerns arise. The patient experienced headache and thirstiness during the event. No medical intervention required.